Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the device was returned to regional investigation center(ric) for product analysis. Ric performed functional testing and no failure was found. The reported event was not reproduced. This device met specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider had an error message display when connecting to the esg-410 that prevented use during the therapeutic colostomy procedure. The procedure was completed with a similar product. There were no reports of patient harm.